Event description:
Customer reported issue of poor image quality. The issue occurred during an unknown event. There was no patient harm or injury reported. No user injury reported. Device evaluation found poor image quality due to faulty ccd unit and kinks on cable.

Manufacturer narrative:
The subject device was received and evaluated. Device inspection and evaluation noted the poor image quality was confirmed due to faulty ccd unit (charge coupled device ) unit , in addition. Kinks and knots noted on the cable. Evaluation findings confirmed the reported issue and found to be attributed to faulty ccd. A review of the device history record found the subject device was shipped in accordance with specifications. Service repair history review confirmed that there was no repair history. Based on the results of the investigation, it was found that the phenomenon of poor image quality occurred due to the faulty ccd unit or kinks on cable. IFU (instruction for use ) states: do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
Updated fields: e2 and h6. This supplement report is submitted to provide additional information.